Manufacturer narrative:
No trend analysis could be performed as no specific event information is available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the patient had right thr involving mmc cup - kinective modular stem - metasul ldh head/adapter, implanted on (B)(6), 2010 and is being monitored due to unknown reasons. No additional information is available at this time. Review of received data - primary surgery report dated (B)(6), 2010: pre-op diagnosis: advanced symptomatic arthritis operation: zimmer implants were implanted with success. Excellent fit and fill in the upper diaphysis as well as the metaphysis of the femur was seen. Standard stability testing shows no tendency for anterior neck impingement or dislocation. No abnormalities are observed in the report. -implant stickers of the primary surgery is received. No product was returned to zimmer biomet for in-depth analysis as the patient was not revised. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea of the device. Conclusion summary it is reported that the patient is monitored. Exact event is unknown. Neither x-rays, operative notes, office visit notes were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a zimmer mmc cup 52/44 code j on the right side on (B)(6) 2010. Currently, the patient is being monitored due to unknown reasons.